Manufacturer narrative:
The product's manual indicates that different cushions can be used for different breast sizes. This information is also available on the product's website. The product was returned by the consumer and it is currently being evaluated.

Event description:
Consumer alleges that the breast pump did not indicate that a larger cushion could be used for pumping milk out of larger breasts. She alleges to have developed mastitis as a result of using the device for several days and not being able to pump milk.

Manufacturer narrative:
Use of breast pumps is not known to have cause of contributed to this event. Bleeding is a known side effect of breast feeding and using breast pumps. The device has been designed according to safety standards and is safe when used in according to the dfu. The device has been requested from the consumer for analysis. Supplemental report: the consumer returned the device and it tested in accordance to the specifications. No failure was found.

Event description:
Consumer alleges that the breast pump did not indicate that a larger cushion could be used for pumping milk out of larger breasts. She alleges to have developed mastitis as a result of using the device for several days and not being able to pump milk.

Manufacturer narrative:
Use of breast pumps is not known to have cause of contributed to this event. Bleeding is a known side effect of breast feeding and using breast pumps. The device has been designed according to safety standards and is safe when used in according to the dfu. The device has been requested from the consumer for analysis. Supplemental report: the consumer returned the device and it tested in accordance to the specifications. No failure was found. On 3may2018: updated the report wtih the correct 510k number.

Event description:
Consumer alleges that the breast pump did not indicate that a larger cushion could be used for pumping milk out of larger breasts. She alleges to have developed mastitis as a result of using the device for several days and not being able to pump milk.